Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: why did unicorn fail in treating degenerative bioprosthetic aortic valve-in-valve procedure? B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "why did unicorn fail in treating degenerative bioprosthetic aortic valve-in-valve procedure?" Was reviewed. The article presented a case study of an 86-year-old patient. On an unknown date a 21mm trifecta valve was chosen for transcatheter aortic valve replacement (tavr). The device was implanted. Approximately 15 years later the patient presented with heart failure due to valve degeneration. Computed tomography (CT) demonstrated high risk for coronary obstruction. The decision was made to perform a valve-in-valve tavr using a 20mm sapien 3. During the procedure predilation was performed using a 5mm and 12mm balloons. The sapien 3 valve could not cross the trifecta valve. A 20mm balloon was used to lacerate the leaflet. Transesophageal echocardiography (tee) revealed an avulsed leaflet. The sapien valve was deployed. After deployment the patient developed hemodynamic collapse required mechanical circulatory support. Coronary angiography and tee revealed obstruction of the left coronary artery. A percutaneous coronary intervention was attempted but was unsuccessful. Cardiac surgery revealed a torn trifecta leaflet obstructing the left coronary ostium. The obstructive leaflet was surgically removed without explanting the remaining trifecta valve. The patient recovered uneventfully and was discharged 3 weeks later. [The primary and corresponding author was ching-wei lee, cardiovascular center, taipei veterans general hospital, 201 section 2, shih-pai road, taipei, taiwan, with corresponding e-mail: chingwei0709@gmail.com.]